Event description:
A webform complaint was received in which a customer reported receiving a "replace sensor" message with the adc device. The customer indicated they required treatment of either insulin, glucagon, and/or unspecified medication provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported receiving a "replace sensor" message with the adc device. The customer indicated they required treatment of either insulin, glucagon, and/or unspecified medication provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. The sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly), no issues were observed. The batteries were measured and all results were within specification. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported receiving a "replace sensor" message with the adc device. The customer indicated they required treatment of either insulin, glucagon, and/or unspecified medication provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.